Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation difficulty could not be confirmed due to the condition of the returned device. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for deflation issue reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial medwatch report, the trek bdc was returned with the protective sheath still on the balloon and the balloon was tightly folded (no evidence of inflation). Follow-up information received from the account stated that the correct device was returned, and that the discrepancy cannot be explained. Additionally, the trek bdc was returned with the shaft separated into 2 pieces. Follow-up information received from the account stated that the shaft must have separated during packaging/shipping back to abbott. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation, the 2.5x15mm nc trek balloon dilatation catheter (bdc) was soaked. After inflation with a syringe, the nc trek bdc could not be deflated. The device was not used. Reportedly, there was no resistance noted during removal of the stylet and protective sheath from the nc trek bdc prior to use. There was no reported patient involvement and no reported clinically significant delay in the procedure. Another 2.5x15mm nc trek was used to successfully complete the procedure. There was no additional information provided.